Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation but did not reflect the full investigation window. The reported event of loss of connection was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.